Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with the eighth distal strut lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09-aug-2019. It was reported that crossing difficulty was encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, eccentric target lesion with a bend between 45 and 90 degrees was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.00x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion and the device was removed. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.